Event description:
The pt was implanted with a sparc sling system; implant date was unk. It was reported the pt experienced mental pain and suffering, emotional and mental distress, chronic infection and/or inflammation, tissue abrasion and permanent injury.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.